Event description:
An implanted venous access (vad) device was found to have broken away at the connection site while still in the patient. The catheter tip migrated to the hepatic vein, where it was lodged. The interventional radiologist was able to snag the catheter and remove.